Event description:
It was reported that an ilet user experienced blood glucose run mode after a dexcom g7 sensor stopped working overnight, followed by difficulty pairing the new sensor to the ilet, with the device displaying replace or stop sensor before glucose values resumed on the home screen; the user reported hyperglycemia with a highest glucose of 249 and levels outside target for approximately four hours, without use of backup therapy or medical intervention. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact on blood glucose control without healthcare utilization. Investigation included troubleshooting and user education related to dexcom g7 pairing to the ilet and confirmation of resumed sensor readings on the device. Investigation of this case revealed that the ilet entered blood glucose run mode due to loss of cgm data from a stopped dexcom g7 sensor, and that glucose display returned after pairing and device navigation steps. It was concluded that the event involved hyperglycemia associated with interrupted cgm data and subsequent pairing issues limited to the ilet, with no alerts or alarms and resolution achieved through troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.